Manufacturer narrative:
The customer reported that the system had no phaco power. The company service representative examined the system was unable to confirm the reported event. The system was then tested and met all product specifications. The system was manufactured on january 15, 2016. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that there was no phacoemulsification power prior to a cataract with intraocular lens implant (iol) procedure. The system was exchanged to initiate the procedure.